Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was pain at the ins site. Patient reported a burning sensation at the implant site. The sensation can last between 2-3 min at a time and will go away. She stated the sensation is very painful when it occurs. The pain typically comes up when the patient is standing for more than 15 min, rolls over in bed to the side the stimulator is on. She stated that she shut the device off for 24 hours and she never had the sensation. This issue has been going on for a few months. She reported that immediately after the implant there was burning/incisional pain but can't remember if it is the same type of pain she is currently experiencing. They met in the office and interrogated the device. Impedances were found to be within 769-970 (all green). She is unaware if the sensation has happened during recharging. They reprogrammed the device and are working with the patient to see if the sensation gets any better with the new programs. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the patient had a pocket revision on 10-jul-2024. It was currently unknown how this affected their issue